Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not cleared for distribution in the united states, however zimmer biomet in (B)(6) manufactures a similar device under 510k number k915132. Additional events are reported for this patient on MDR numbers 1825034-2016-02527 / 02528.

Event description:
Patient was revised approximately 5 years post-implantation due to a metal allergy. During the procedure, all components were replaced with cement spacer molds.